Manufacturer narrative:
Device evaluation - the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic bent and deformed. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vicmo 12.6, -10.50 diopter, implantable collamer lens tore during injection into patient's left eye (os). There was patient contact (lens touched the eye) with no patient injury. The lens was removed and a replacement lens was implanted during initial surgery. This resolved the problem. Cause of the event is reported as unknown.